Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. Additionally, the IFU states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU violations contributed to the reported event. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The patient effect of thrombosis is listed in the proglide IFU as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. A conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a proglide device was used for closure of a right common femoral vein via a 12f sheath hole after a cryo ablation interventional procedure on (B)(6) 2022. However, although no device malfunction was noted, hemostasis was not achieved. Manual compression was done using a ¿sinker¿ [soft stick-shaped pillow] to achieve hemostasis. The patient was discharged on (B)(6) 2022. A few days after being discharged, the swelling of lower limb was noted. The patient visited the hospital on (B)(6) 2022 and the swelling of lower limb was confirmed. Computed tomography (CT) and echo were performed, and a thrombus occlusion (about 5 cm size) was noted at the puncture site. Angiography was performed, and it was noted there was collateral blood flow. It could not be judged whether there was a backwall stitch or not. Anticoagulant was given to treat the swelling. The operator considered performing a percutaneous transluminal angioplasty procedure to treat the thrombus, but it has not been determined yet. No additional information was provided.